Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. Same case as MFR# 6000093-2007-00501, -00500, 6000089-2007-00375. It was reported that post index procedure, the pt had a target vessel revascularization. The pt presented to the hospital 3 days prior to the index procedure with chest pain. Initial ECG and enzymes were negative and the pt was admitted for observation with plans for stress testing the next day. Subsequently, the pt's troponin was elevated and he was admitted for cardiac catheterization. The index procedure treated 2 target lesions. Target lesion 1 ( 50 mm long) was identified in the svg to diag3 with 70% stenosis and a 3.0mm reference vessel diameter. Target lesion 1 was direct stented with two overlapping 3.0 x 32mm taxus express2 stents. Residual stenosis was 0%. Target lesion 2 (6mm long) was identified in the native diag3, at the insertion point of the svg, with 90% stenosis and a 2.5mm reference vessel diameter. The physician predilated the lesion then placed another MFR's 2.0 x 23 stent and a minimally overlapping 2.5 x 8mm taxus express2 stent. Residual stenosis was 0%. The pt was discharged one day later on aspirin and plavix. The pt returned 6 days later for a staged procedure. Target lesion 1 (12mm long) was identified in the svg to the rca with 70% stenosis and a 3.5mm reference vessel diameter. Target lesion 1 was direct stented with a 3.5 x 16mm taxus express2 stent. Subsequently, the pt developed mild chest pain and had mild st segment elevation, which all abated at the completion of the procedure. It was noted that the embolic protection device had a moderate amount of debris retrieved. Residual stenosis was 0%. This same day, the pt had a tvr of diag1. Initially, direct stenting with a drug eluting stent was attempted; however, the stent would not cross the lesion. The lesion was then pre-dilated, and a 2.5 x 16mm taxus express2 stent was successfully placed. Subsequently, the pt developed mild chest pain, but no ischemic changes. Residual stenosis was 0%. The pt was discharged one day later on aspirin and plavix. On day 469, the pt was admitted due to symptoms of unstable angina. A "technically limited" stress test was suggestive of multivessel coronary disease with reversible ischemia in the anterolateral wall and inferior wall. The inferior defect was only partially reversible suggesting possible prior infarct. The pt had coronary angiography the next day. The pt returned on day 478 for a redo CABG with sequential svg placed to diag1 then om1, and a sequential left radial artery graft placed to r-pda then "left posterolateral branch of the right coronary artery." Post-operatively, the pt developed drainage from the lower third of his chest incision, which was treated with antibiotics and removal of dead fat and suture material. The pt was discharged 15 days later with continued dressage changes to the sternal wound and antibiotics. In the opinion of the physician, there is a probable relationship between the tvr and the taxus stent.